Event description:
A customer reported a cartridge change error with their insulin pump, which was an ongoing problem. The issue caused their blood glucose level to rise to 530 mg/dl. To address the high glucose level, the customer administered a correction bolus using the pump. The customer reverted to manual injections for insulin therapy.